Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, apical ischemia and dyspnea on exertion when climbing stairs. The filter was implanted prior to a scheduled total knee replacement surgery. During the same implantation procedure, the patient was also having the following procedures performed: right heart catherization, left heart catherization, left ventriculogram, selective coronary angiography and an inferior vena cava venogram. The patient was found to have mild nonobstructive coronary artery disease. The filter was placed at the l2-l3 level without difficulty.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events five years and nine months after the index procedure. A computed tomography (CT) scan revealed caval thrombosis, thrombosis/embolism, blood clots, clotting and/or occlusion of the ivc. These injuries have caused the patient to experience emotional distress, mental anguish, anxiety and stress. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis and thrombosis/embolism. The indication for the filter implant was a history of deep vein thrombosis and a planned orthopedic surgery, total knee replacement. A pre-operative assessment noted apical ischemia on a stress perfusion scan, the patient also experienced some dyspnea on exertion while climbing stairs. Prior to the filter implant, same procedural setting, a left and right heart catheterization was performed and showed mild nonobstructive coronary artery disease and normal left ventricular function. The filter was placed via the right femoral vein and deployed at the level of l2-l3 without difficulty. The patient reports experiencing blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events five years and nine months after the index procedure. A computed tomography (CT) scan, performed at an unknown time post implant, revealed caval thrombosis, thrombosis/embolism, blood clots, clotting and/or occlusion of the ivc. The patient reports that the events have caused emotional distress, mental anguish, anxiety and stress. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information provided the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis and thrombosis/embolism. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information provided the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: caval thrombosis and thrombosis/embolism. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.